Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70cm lead kit. Sc-2316-70, s/n (B)(4). The complaint has been confirmed. Visual and x-ray inspection revealed multiple cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture site.

Event description:
A report was received that following a lead revision due to high impedances, the leads were returned, analyzed and found to be fractured.